Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident on the hypo-tube. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the mid stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Image analysis: fluoroscopy images provided for review confirm that the rca was successfully treated prior to delivery of a wire into the om1 of the lcx. The target lesion was pre-dilated with what appeared to be a small balloon. Images of the vessel after pre-dilation appeared to show that the target lesion still showed significant stenosis. It is not clear if the attempts to deliver the onyx trucor stent occurred at this stage but there is a 10-minute time lapse between this and the next image. The possibility exists that the failure to deliver and withdrawal of the stent may have occurred during this time frame, but this cannot be confirmed. The lesion was further pre-dilated with a larger balloon. This was followed by successful delivery of a stent across the target lesion. A time lapse of approximately 7 minutes exists between this image and the previous image. The possibility exists that the failure to deliver and withdrawal of the stent may have occurred during this time frame, but this cannot be confirmed. The stent was successfully deployed in the om1. This was followed by successful deployment of a stent in the proximal lad. There were no images provided showing the attempted delivery and withdrawal without deployment of a stent to the om1. Therefore, the event cannot be confirmed from the images. The root cause may have been due to the tight stenotic lesion but since no stent was seen attempting to be placed and withdrawn from the vessel this cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx trucor coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion in the first obtuse marginal (om1) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent could not pass through the lesion, and stent deformation occurred in vivo during positioning/advancement. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy or procedural related. The patient is alive with no injury.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.